Event description:
Pt intubated, on ventilator. While disconnecting closed suction device from suction tubing "blue" swivel connector broke, shattering in hand. Jagged plastic punctured staff's thumb requiring emergency treatment. No adverse outcome to pt.